Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover and docking pins on the system were damaged. It was noted that the d-rings on shipping straps were bent to an open position. The x-stage cover and docking pins were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system had a damaged x-stage cover. There was no patient present when this issue was identified. No additional information was provided.